Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology were not reported. It was reported that approximately 2.5 years post implant, the patient presented emergently to the hospital with a ruptured aaa. The patient could not be saved and expired. The patient had been in for regular follow up scans. The physician suspects the cause of the event was likely due to a limb being pulled back into the aneurysm sac.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (rupture). (Unknown cause of event). Evaluation conclusion: (unknown cause of event). Known inherent risk of a procedure (rupture).

Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (migration). (Unknown cause of event).